Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Conclusion: the tibial baseplate does not contact with any surface of rotation. It is intended to hold the tibial liner in place. There were no allegations against the tibial baseplate for this complaint. Based on the provided information, the product reported in this investigation did not contribute to the event. Device not available.

Event description:
My husband had a knee replacement done in (B)(6) 2017 and for several months had swelling, instability and severe pain. Then he ended up having a revision done on (B)(6) 2018. Which there is still a lot of pain and swelling.